Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by with a correction bolus via the pump. Reportedly, the cartridge was use for more than 48-72 hrs. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer¿s blood glucose had decreased to 350 mg/dl by end of system check.